Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned for evaluation with red lumen still inserted. Upon visual inspection, no defects or damage were noted. The root cause of the priming issue was most likely due to use issue as there was not issues found with the pump and purge cassette was changed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 84-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp had numerous purge issues upon set up. Purge pressure low and purge system open alarms persisted. Troubleshooting was unsuccessful. There was no purge fluid exiting the catheter. This impella cp device was removed and a new impella cp was placed successfully.